Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, tore before/during loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic torn/bent and debris throughout the lens. Claim#: (B)(4).